Manufacturer narrative:
Additional information received indicating that the reported event occurred during testing. The reported event did not occur while in use with the patient. Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Physical evaluation identified that pump showed signs of fluid ingression at the dso sensor. 200 no disposable alarms recorded in the event log. Functional testing included simulated use and sensor testing. Simulated use testing was unable to replicate the error with or without a disposable attached. Sensor testing found the cassette detection sensors functional. The customer's reported problem regarding double beep - with cassette attached was unable to be duplicated and was not confirmed. Problem source could not be identified.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double beep with cassette indicating that it's not attached. There was no reported serious injury to the patient.